Event description:
A (B) (6) customer received a reading of "hi" using the breeze2 meter. A lab test was also performed to check the customer's glucose and that result was 57 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grids, making the difference clinically significant. No adverse events were alleged. The test strips were replaced by the local branch. The strips in question are to be returned to the us branch for evaluation.